Manufacturer narrative:
The reported events of suspected insulation abrasion, loss of capture, oversensing, low sensing and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and an x-ray examination of the lead revealed no indication of conductor fractures or internal shorts. Additionally, visual inspection of the lead revealed no anomalies.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. Furthermore, no externalized conductors were observed during the explantation of the rv lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a decrease in sensing, a decrease in pacing impedance and loss of capture resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected externalized conductors to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.